Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4: expiration date, h4 (device manufacturer date), and h6 (component codes, type of investigation, investigation findings, and investigation conclusions).

Manufacturer narrative:
Multiple requests for additional information have been performed; however, no response at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 27mm 7200tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 10 years, five months due to unknown reasons. The tmvr was performed with a 29mm 9600tfx transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.